Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the prostyle footplate did not retract all the way and the vessel tore. The same issue occurred with three prostyle devices. All three prostyle devices were retrieved as a single unit, with no device separation. The sheath was upsized to 18f and the evar procedure was completed. A cutdown and open repair were performed to achieve hemostasis. Two other prostyle devices were successfully pre-placed and used to achieve hemostasis in a large-bore artery in the right common femoral artery. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty with the foot was not confirmed as the foot deployment and retraction were verified via manually opening and closing the lever with no anomalies noted. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device, a definitive cause for the reported difficulties could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to calcification, tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The patient effect of dissection is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Reportedly, device was removed against resistance. Per the instructions for use do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Therefore, a notification letter is not required. The subsequent treatment appear to be related to circumstances of the procedure. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - against resistance the additional devices referenced in b5 are filed under separate medwatch report numbers.